Event description:
Complainant alleged that a paramedic was performing a 30-joule self test on the device in the back of the ambulance, and rec'd an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the paramedic as a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.